Event description:
It was reported that patient's right ventricular (rv) lead was oversensing. The device was reprogrammed as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2012; 419688 implantable pacing lead, (B)(6) 2012. (B)(4).